Event description:
It was reported that low sensing and high threshold were observed as a result of lead dislodgement. As such, the lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.